Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: run through ns; guide catheter: heartrail bl35 . (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The tenku balloon dilation catheter is an abbott vascular manufactured device which is distributed in (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that a 2.5x15mm tenku balloon dilatation catheter advanced to the mid left anterior descending (lad) coronary artery, heavily calcified lesion. During advancement, resistance was met with the heavily calcified lesion. Initial balloon inflation was performed at 6 atmospheres (atms). The balloon ruptured. The device was removed from the patient's anatomy without reported issue. A non-abbott stent was implanted and post dilation was successfully performed with another tenku dilatation catheter. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.